Manufacturer narrative:
Initial testing of the device was conducted on (B)(4) 2011 at the user facility by the hospira field service engineer. The ac power cord was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the ground prong was missing on the ac power cord plug. The device was returned to the biomedical engineering department for an unspecified reason. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was missing. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.